Event description:
It was reported that while using a bd safetyglide¿ needle, the needle was defective. The following information was provided by the initial reporter: customer called requesting to return the item as she was told that the product has defective lot numbers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd safetyglide¿ needle, the needle was defective. The following information was provided by the initial reporter: customer called requesting to return the item as she was told that the product has defective lot numbers.